Manufacturer narrative:
Tracking # (B)(4). Date sent: 09/27/2004. Info was not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the instrument partially broke. The tip did not all into the patient - there is still a small connection to the instrument. The case was completed with same like product. No further info is available. (B)(4).